Event description:
This lead was explanted and replaced due to diaphragmatic stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 12 cm distal to the is-4 connector pin) and a deformed conductor coil, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported diaphragmatic stimulation. In particular the measurements during the electrical analysis were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.